Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (300 mg/ml at 93 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 the patient reported that the pump alarm was going off. She indicated that she did not have a high opinion of her doctor and then disconnected from the call and provided no additional information. Additional information was received on (B)(6) 2017 and (B)(6) 2017 from the patient who reported that her pump was still alarming and had been going off for over a week. She had been hearing a few different sounds and wanted to know the difference. She wanted to know how to get it turned off because it was driving her crazy. The patient had missed a scheduled pump refill visit. She went in to get the pump refilled and the doctor didn't have the medication. She went in to get the pump refilled again and they refused to fill pump. She went back again and they refused to turn off the alarm. The pump was completely empty. The patient was having pain that had come on gradually. She was currently in severe pain and could not move due to the pain. She couldn't drive anywhere or even see her kids this holiday due to the pain. She stated she couldn't handle the pain. She did not want physician listings. She just wanted to have the pump alarm turned off because she had not been able to sleep for over a week. No further complications have been reported as a result of this event.